Manufacturer narrative:
The device was returned to olympus. The device evaluation found a cable breakage and flooding. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a cable breakage flooding was observed. There was no patient involvement.